Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are hard to press and are worn down. The customer's blood glucose reading was 777 mg/dl at the time of incident. Troubleshooting found that the customer was in the hospital for the high blood glucose and the customer changed her infusion site but the blood glucose did not go down. Customer wanted to perform a high pressure test but did not have a clamp and then wanted to speak with a supervisor. The customer ended the call.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.